Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her reservoir had large air bubbles in it. Her blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated and the customer confirmed that the air bubbles were a quarter inch across. The customer replaced the reservoir and infusion set. She also mentioned that she dropped her insulin vial earlier and caused many bubbles to appear, but that the bubbles were now gone. No products were returned and a replacement infusion set and reservoir were shipped to the customer.